Event description:
It was reported that a miniarc was implanted in 2009 to treat urinary incontinence. Info received indicates that immediately following the 2009 procedure, the pt experienced recurrent incontinence after lifting her husband to move him. It is indicated the pt underwent surgery on (B)(6) 2013 for an add'l mesh product. No add'l info was provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.